Event description:
This MDR is being filed retrospectively. After a review of prior complaint information, this incident was determined to reportable. In 2006, baxa was notified that a patient expired because a tpn was infused at an incorrect rate; the tpn and bag information label was created by tpn pc+ software.

Manufacturer narrative:
A review of the information generated by the compounder determined that the rate displayed on the bag label was correct, but the nurse inadvertently input the incorrect rate into the infuser. It has been concluded that tpn pc+ software operated as designed during the reported incident.